Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and one month post implant of this mitral bioprosthetic valve, the patient presented with a heart murmur. Ultrasound revealed 6.5 square centimeters of mitral insufficiency. One week later, a second ultrasound noted increased insufficiency of 13.4 square centimeters. Ultimately four years and two months post implant of this bioprosthetic valve, the valve was explanted and replaced with a mechanical valve. Upon explant, a cuspal tear was noted on the bioprosthetic valve. No additional adverse patient effects were reported.